Event description:
Needle breakage-*note: outcome to pt does not denote adverse event. MDR regulations 07/31/96, requires reporting of incident once medical device family initially reported assuming incident could recur.